Manufacturer narrative:
Note: the product's serial number was not provided so the serial number and UDI number are unknown. The d4 fields have been updated to provide corrected information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the root cause of the post-operative complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2018. No related system errors were found to occurred during the surgical procedure. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted hysterectomy procedure, the patient developed a post-operative abdominal wall hematoma. However, the root cause of the operative complication is unknown.

Event description:
It was reported that after undergoing a da vinci-assisted hysterectomy procedure, a post-operative abdominal wall hematoma was identified and a blood transfusion was administered. During the da vinci-assisted surgical procedure, it was noted that the surgical staff had difficulty opening a port using an unspecified da vinci trocar device. On 02/05/2019, intuitive surgical, inc. (Isi) received the following additional information regarding the reported event: the surgical staff had difficulty establishing a port with a da vinci trocar device. However, there was no allegation that a malfunction of the trocar occurred. The patient did not experience any intra-operative complications.